Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was not emitting the voltage which leading a faulty pulse generator. Loss of capture along with high capture thresholds, low amplitude and impedance issues were observed on the right ventricular (rv). Took out rv lead and dropped a new one. Hooked up new rv lead to the same device. The same issue with the loss of capture was observed through the pacemaker. The pacemaker was disconnected and the lead was tested again through the analyzer and it was fine. Subsequently, a revision procedure was performed and both products were explanted and replaced with new products. The measurements were good. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was not emitting the voltage which led to a faulty pulse generator. Loss of capture along with high capture thresholds, low amplitude, and impedance issues were observed on the right ventricular (rv). Took out the rv lead and dropped a new one. Hooked up new rv lead to the same device. The same issue with the loss of capture was observed through the pacemaker. The pacemaker was disconnected and the lead was tested again through the analyzer and it was fine. Subsequently, a revision procedure was performed and both products were explanted and replaced with new products. The measurements were good. No additional adverse patient effects were reported.